Event description:
As reported, in 1999, this pt was implanted with two gore excluder thoracic endoprosthesis for an expanding pseudoaneurysm in the descending thoracic aorta. Six months later, the aneurismal segment measured 62mm in diameter. In 2008, a computed tomography angiogram revealed the aneurysm had decreased to 50mm in diameter. A fracture in the spine of the graft and a type iii endoleak were also identified. No further info was provided.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.